Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead; 429888 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure of the cardiac resynchronization therapy defibrillator (crt-d) for recommended replacement time (rrt), the setscrew came out and the lead would not release. The physician thought that the setscrew broke as there may have been a little left at the bottom. The device was explanted and replaced. No patient complications have been reported as a result of this event.